Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Serial number was confirmed. Functional testing was performed and the unit was connected to 110 vac. The unit passed the initial power connect test and navigated through the power-on self-test with no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit, 10 lpm of air pressure, and a low compliance column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit was brought up to set temperature and the temperature was maintained for one hour without interruption. The complaint cannot be confirmed. Functional testing did not reveal any operational anomalies. No corrective/preventative actions will be assigned.

Event description:
Customer complaint alleges, "unit overheats/unable to control temperature". The reported defect was detected prior to use. It is unclear if the reported defect was detected in the clinical setting. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges, "unit overheats/unable to control temperature". The reported defect was detected prior to use. It is unclear if the reported defect was detected in the clinical setting. There was no patient involvement reported.